Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned yet.

Event description:
It was reported that during insertion the guidewire was stuck and was reportedly crumpled in the needle when removed. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device returned included 1 pink-hubbed introducer needle and one broken guidewire. The complaint investigation is confirmed for the broken guidewire reported. Visual, microscopic, and tactual observations, as well as measurements, were taken. It was found that the core wire was broken at the non-j-tip end and the coil wire was extended/stretched out. Microscopic evaluation found that the proximal end of the core wire was tapered at the break. The break surface had a high sheen at regions on the outside and was duller on the inside. The needle bevel had damage in multiple spots on the edge. The guidewire outer diameter measured under the specification for the wire included in the kit. In addition, based on the appearance of the guidewire, though damaged, it is possible that not all expected depth marks were present on the wire. It appears that the guidewire returned may not be the guidewire assigned to the kit reported. It is unknown exactly what bearing the use of a smaller guidewire may have on the event. The root cause for this complaint is found to be use-related. Evidence from the break site is consistent with failure due to tensile stress, and the needle bevel contains damage consistent with drawing the guidewire backward while within the needle. In addition, sheen patterns on the wire break surface may indicate contact with a sharp surface (the needle bevel). It is possible that the guidewire used was smaller than the one assigned to this kit, but it is unknown exactly what bearing the use of a smaller guidewire may have on the event reported. IFU baw0728399, rev. 0 states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to help prevent the needle from damaging or shearing the guidewire.¿ labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The device has not been returned yet.

Event description:
It was reported that during insertion the guidewire was stuck and was reportedly crumpled in the needle when removed. Another device was used to complete the procedure. There was no reported patient injury.